Event description:
This pt offered no complaints pre-treatment. 80 mins into the treatment she complained of chills, shivering, vomiting. Pre temp 98.4 max temp post 98.6. Dr. Called pyrogen testing & blood culture ordered. Treatment discontinued. Restarted on new preprocessed f80. One (1) min later complained of back pain and vomiting. Rx continued per dr. Sent home post rx - has since returned and dialyzed without any problems. MDR filed as no definitive reason could be found for this event. Given tylenol - 1gm vancomycin and 120 mg gentaycin.